Manufacturer narrative:
The batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this teosyal rha 4 product. According to the information received this case would be related to an immune response to the filler material, being treated as a foreign body. Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products.

Event description:
This case occurred outside of the us, in spain. According to information received on oct. 26, 2022, a patient was injected on (B)(6) 2022, with teosyal rha 4 into the bilateral nasolabial fold and marionette lines area. Approximately 4 months post-injection, on (B)(6) 2022, the patient presented with an inflammatory reaction diagnosed as a granuloma on the marionette line. As a corrective action, the following treatment was prescribed: on (B)(6) 2022: antibiotic (azithromycin 500 mg for 3 days) along with anti-inflammatory (glucocorticoid; trigon depot). On (B)(6) 2022: anti-inflammatory on tapering dose (glucocorticoid; dacortin 30 mg for 15 days). Combined antibiotic (amoxicillin/clavulanic acid; augmentin 875/125 1x/day for 7 days). Hyaluronidase 300 iu. It has been reported that upon commencing treatment the symptoms began to resolve, but when the dose of dacortin was decreased the symptom reappeared including the appearance of another nodule on the oral commissure. Therefore, on (B)(6) 2022, the practitioner prescribed another anti-inflammatory (colchicine/tiemonium methyl sulfate; colchimax). A local medical expert connected the practitioner to advise on this case. On (B)(6) 2022, we were informed that the symptoms have partially improved. However, the patient developed another small nodule on the soof (sub orbicularis oculi fat) which was also received the treatment for this. It was also reported that the patient was continuing anti-inflammatory treatment (glucocorticoid; dacortin; 15mg/day, colchicine/tiemonium methyl sulfate; colchimax 2 times per day), with topical streptokinase and streptodornase ;varidase twice a day). The patient's situation and symptoms are monitored. No additional information is available at the time of this report.